Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 383 mg/dl. The patient's blood glucose had been high for the past two weeks, landing in the 400 mg/dl and 500 mg/dl ranges. The patient experienced nausea as a result of the hyperglycemia. The customer treated via manual insulin injection. Their blood glucose at the time of call was 480 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.